Event description:
On 9/30/98 pt had an a.c.d.f. With plate with iliac osteotomy. In november 1998 pt turned her head and felt and heard a "pop" in her neck. X-rays revealed a broken plate. The pt continue to have neck pain that radiated up to the base of skull causing posterior headaches. Pain radiates down to the mid - tspine into the posterior side of left shoulder and down the outer-lateral side of left arm into hand with tingling and numbness in hands and fingers. Same sensation to right arm and hand but not as much. Tilting head up causes pain in lower c-spine. Pt was admitted for c4-5 pseudoarthrosis and c6-7 acdf and removal of fracture cervical plate and replacement. The fracture plate was at the c4-5.